Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. E1: telephone, (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during kit inspection the unit's rotation speed is low. No patient involvement. Diligence is complete.